Manufacturer narrative:
(B)(4). Covidien requested further information on the incident such as placement of the sensor and what was used to hold the sensor in place. Customer has not provided any further information.

Event description:
Customer reported that when using the maxa sensor with their nihon kohden bsm (B)(4) series, low spo2 readings were displayed. The low spo2 readings displayed were 73%. No patient harm reported.